Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health professional reported that after an intraocular lens (iol) implant surgery, the patient is was left hyperopic. The patients vision is not satisfactory. Additional information has been requested.

Event description:
New information received stating the patient had a secondary surgery to remove the lens and implant a new lens today (B)(6) 2020).

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Correction information provided in b.2. Sample returned and investigation in progress. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the sales rep visited the hcp again today. The two additional opinions he commissioned came to the same conclusion, that the diopter power of the lens was different from the package specification.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned intact in a vial of liquid (bss per lab testing). No product labeling was returned with the sample. The lens was cleaned with lphse. Dried material was observed on both haptics and on one optic/haptic junction area. One haptic was chipped on the inner edge and scratched on the anterior surface. A scratch was also observed at this optic/haptic junction area, anterior. A small scuffmark with small cracks was observed in the center of the optic between the first and second rings, posterior. Scratches were also observed near both sets of axis marks, posterior. Numerous small light marks/scratches were observed on the anterior and posterior surfaces. These may have been made by an instrument used to grasp the lens. The returned iol was assessed by engineering for power and resolution. The returned lens did not meet specification for the reported company lens with 23.5 diopter lens. The returned lens met specification for a company lens with 19.0 diopter lens. The iol product history records were reviewed and documentation indicated the product met release criteria. The root cause for the reported complaint could not be determined. A lens was returned for this complaint sixteen months after the event was reported. The returned lens, as evaluated by engineering, met the power and resolution specification for a company lens with 19.0 diopter lens. It did not meet specifications for the reported company lens with 23.5 diopter lens. Despite the lack of documentation (e.g., iol labeling, lens case, implant card, etc.) From the surgeon supporting the returned iol, company can¿t rule out with certainty that the discrepancy between the iol implanted vs and the intended lens could be due to a single isolated event product mix up. Therefore, the final investigation focused on the manufacturing process steps where a potential product mix up could occur with a company lens with 19.0 diopter lens. Product history records were reviewed for any anomalies or deviations that could result in a product mix up and no issues were identified. ¿ iol subassembly: verified labeling and documentation at molding operation to be correct model, diopter and lot number. ¿ optical metrology: verified selection at optical metrology step was correct for model, diopter and lot number. No rejects for the complaint lot. There were also no rejects for wrong power at this operation. ¿ labeling: verified the primary and secondary void labels on the product history record were the indicated model, diopter and lot number. ¿ trackwise ace database was reviewed for any deviations related to a lot with none found. An additional review of the manufacturing database was completed after the power and resolution results indicate a company lens with 19.0 diopter lens. Three (3) company lens with 19.0 diopter lots were identified to have been manufactured within one week of the complaint lot. A complaints query was initiated for the three identified company lens with 19.0 diopter lots. There were no complaints found. The likelihood of product mix up with any of the three identified lot of company lens with 19.0 diopter lots being the source of the deviation is very low. This has been determined due to the distance between operations and times between the company lens with 19.0 diopter lot processing and the complaint. No evidence of potential product mix-up could be found during the records review. A manufacturing investigation was conducted. Based on the conclusions drawn from the investigation and analysis, no manufacturing related root cause could be found. The root cause is inconclusive; this is the only complaint in the lot, and there are no trends identified for this model. The investigation confirmed there are no systemic issues that would indicate additional product may be impacted due to this complaint. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the patient almost went blind, suffered considerable pain, had to undergo a second invasive and considerably risky additional procedure, and finally had many weeks of severe discomfort due to the extraction and subsequent reinsertion.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provide in h.3., and h.10. The product has not been returned to the manufacturing site. Customer technical affairs and legal are working to facilitate return of the explanted lens. The file will be reopened and re-evaluated if the product is returned. The iol product history records were reviewed and documentation indicated the product met release criteria. A root cause could not be determined for reported product issues. The product has not been returned for evaluation. Information was provided that the company lens (1.50 cyl), 23.5 diopter, add power +2.2/+3.2, lot #12694379, was exchanged for a company lens (1.50 cyl), 24.5 diopter, add power +2.2/+3.2. Based on analysis of the provided pre and post-op measurement data and process review, the scope of the investigation was limited to all models in a diopter range of 19.0 diopter to 20.5 diopter at all processes from optical metrology (lens bench and gen 2i) to product barseal. Only two lots were identified, which preceded the complaint lot at any step. The first lot preceded lot #12694379 at the pouching operation. The lens is already cased at this step and has been processed through all inspections, which makes a mix not compatible with the reported complaint conditions. The second lot preceded lot #12694379 at the quality control audit step. One lens is removed at this step and verified to meet optical and dimensional parameters for the labeled model/diopter. This step reconciles label and optical characteristics, which makes a mix not compatible with the reported complaint conditions. The associated phrs for the two identified lots were reviewed and confirmed to have adequate lot reconciliation documentation. The lens model in question is a company lens (1.50 cyl), add power +2.2/+3.2. According to the complainant, the discrepancy was indicated to be spherical only when the patient was measured in an automatic refractor device. The use of an automatic refractor device is not described in the dfu for measuring post-op refractions in this model. The automatic refractor measuring the near vision add power as opposed to the far distance power might explain the alleged off target finding. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating the surgeon assumed a wrong labeling of the intraocular lens (iol) because he has no other explanation for the strong hyperopia. The other eye had identical values and it came out fine. Sales rep performed calculation of iol based on the data provided by surgeon and did not find any deviation that could lead to such a strong hyperopia. Sales rep again pointed out that the +4.00 was measured by an autorefractor and values can differ from subjectively measured values. Sales rep does not know concrete subjective values, she informed that in general the patient is not satisfied with the outcome compared to the other eye. Sales rep assumes that the condition improved because she didn't hear anything anymore from surgeon. The sales rep did not recommend an explantation and therefore thinks that no explantation is planned.

Manufacturer narrative:
Additional information provide in h.3., and h.10. The product has not been returned to the manufacturing site. Customer technical affairs and legal are working to facilitate return of the explanted lens. The file will be reopened and re-evaluated if the product is returned. The iol product history records were reviewed and documentation indicated the product met release criteria. A root cause could not be determined for reported product issues. The product has not been returned for evaluation. A third party evaluation was provided. Company conducts the optical evaluation of company toric iols using FDA-approved optical test equipment that are validated and verified for the testing of trifocal toric lenses. The optical power testing of trifocal toric lenses is performed by following iso 11979-2 annex a. Optical power is measured at each six image plane that corresponds to distance, intermediate and near focus of low and high power axis of the lens by using magnification method. The measurements are done using a 3.0mm pupil at iol plane, and the effects of test environment temperature and material refractive index are taken into account in the determination of in-situ spherical equivalent, cylinder, intermediate and near power of the lens. Company does not use nimo or any other wavefront sensing based test equipment for the testing of power or imaging quality of its multifocal lenses. The limitations of capturing wavefront with phase discontinuities caused by diffractive features and its impact on the measurement of trifocal or trifocal toric lenses is not studied or known by the company. The sample is required at the manufacturing site for power assessment by validated procedure. The manufacturer internal reference number is: (B)(4).